Manufacturer narrative:
(B)(4). The device was not returned to physio-control for an evaluation at the time of the reported event. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a patient event their device powered itself off. The customer was unsure of the exact date of the event but reported that it occurred in (B)(6) 2017. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.